Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: devices a and b arrived with the anvils missing, otherwise in good visual condition. As the original anvils were not received, further investigation with the original anvils could not be performed. The breakaway washers were not present and there were no staples present. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality with test anvils; the devices fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Other #=f5th35 (batch # for device b); serial # = (B) (4) (device b); exp date= 12/2013 (device b). (Device b): 1/2009. Results = anvil_not returned.

Event description:
It was reported that during an unknown procedure, the surgeon did a purse string to attach the anvil to the colon. The surgeon placed the handle to the rectum and attempted to close the device. The device could not be fired. Another device was pulled, and the anvil was removed from the second device. The anvil was placed in position and the device was dialed down and fired. A leak test was performed, and the samples were sent to pathology. There was no patient consequence.